Event description:
Reporter stated that in 2008, patient experienced convulsions. The next day, patient was taken to the hospital emergency department and was later admitted to the hospital. Reporter indicated that at this time, a diagnosis of epilepsy was considered. No information about treatment received, while hospitalized, was provided. A day later, patient was reportedly released from the hospital. Later that evening, patient again experienced convulsions and incontinence and was taken back to the hospital. During this hospitalization, patient was diagnosed with epilepsy. Two days later, while visiting a nephrologist, patient reportedly became ill and returned to the hospital. Reporter indicated that patient experienced partial paralysis on his right side and was diagnosed with cerebral infarction. While hospitalized, patient reportedly underwent peritoneal dialysis with a solution containing galactose (a labeled interferent for the sensor test strips). According to reporter, patient's blood glucose was measured on the nephrology ward's bayer meter, with a result of 104 mg/dl. Blood glucose was reportedly retested on patient's sensor meter with a result of 163 mg/dl, and on the hospital's sensor meter with a result of 185 mg/dl. Reporter did not indicate if patient's therapy was modified based on the above listed values. No additional information about treatment received, while hospitalized, was provided. Nineteen days later, patient reportedly felt ill. Patient's wife gave him sugar and honey and phoned emergency physicians for assistance. Upon their arrival, patient was treated with additional sugar and his blood glucose was monitored for an hour, by the physician, with results of 37 mg/dl, 50 mg/dl, 125 mg/dl, and 150 mg/dl. Reporter indicated that values obtained on patient's sensor system, at the same time, were 50 - 60 mg/dl higher. No additional information about treatment received was provided. The following day, patient's neurologist questioned the diagnosis of epilepsy and recommended that the patient see an endocrinologist. The next month, the hospital's supervisor of endocrinology contacted the patient's wife and explained that the sensor system should not be used to monitor patient's blood glucose, while receiving peritoneal dialysis, due to the interference of galactose with the test strip's chemistry. The sensor system was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in another country.